Manufacturer narrative:
Incorrect initial reporter in MFR # 2955842-2025-06869.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, long bipolar grasper instrument had a damaged black conductor wire. The procedure was completing as planned with no reported injury.